Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the probe actuation failed and the cutting and aspiration were poor during a procedure. The product was replaced and procedure completed with no patient harm. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was one other complaint for the reported issue. One complaint sample was returned for evaluation for the report of actuation failure of probe. The sample was visually inspected and deemed conforming. Actuation testing was performed and deemed nonconforming. The sample did not open or close. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The sample was disassembled and the components inspected. There is approximately 30 minutes of usage wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Slight resistance felt when removing the inner cutter from the needle. Gouge marks at bend area, the cutting edge, and along the length of the inner cutter. The actuation test was performed on the disassembled probe and the actuation test was then to be found conforming. The initial test was deemed nonconforming due to the sample not opening or closing. A retest showed the sample was able to actuate to its specification. An initial actuation test failure occurs sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodge the material and the probe will then work properly. This test is then considered conforming. The complaint evaluation does not confirm the probe had an aspiration issue. The probe met specification for aspiration. The complaint evaluation does confirm the probe had a cut issue and during the evaluation, it was found that the probe also had an actuation issue. The reason for the cut and actuation non-conformances is due to the cutter not opening or closing. The exact root cause for the probe not opening or closing cannot be determined from this evaluation. It is most likely due to the interference that impeded the movement of the cutter shaft during the probe being used in surgery for approximately 30 minutes. This interference is present as observed from the gouge marks at bend area, the cutting edge and along the length of the inner cutter. When the interference was removed during the disassembly of the probe, the actuation test was conforming when retested. No specific action with regard to this complaint was taken because the probe met specification for the reported aspiration issue and no exact root cause for the cut and actuation issues cannot be determined by this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).